Event description:
Reporter indicated that a pt's vns lead was noted to have a "bubble" in the lead body during a generator explant surgery. The pt had high lead impedance readings with vns diagnostics tests prior to the surgery date that was due to severe chest trauma the pt experienced. The pt did not want the vns lead revised. The pt's generator was explanted and the lead left intact in the pt. The lead model info was provided by the reporter at the time of the generator explant surgery. All attempts for lead info from the original implanting hospital have been unsuccessful, so the lead info may not be correct.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.